Event description:
It was reported that; surgeon noticed damaged locking clip on screw, replaced with new implant.

Manufacturer narrative:
Lot# cw4. Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The anchor c surgical technique states that use of a free hand technique is strongly discouraged and use of the guide/inserter tip is required. Conclusion: the probable root causes are; freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that; surgeon noticed damaged locking clip on screw, replaced with new implant.